Event description:
It was reported the patient experienced a ¿tiny¿ dystonia reaction where they could not walk and were ¿twisty.¿ the experience lasted approximately two minutes and the patient took some medication to help. This occurred after using electronic stimulation in their vagina that goes up to their stomach. The treatment lasted 20-25 minutes and was done by their neurologist to treat the patient¿s bladder that stopped. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), product type: extension. Product ID: 37092, lot# 255730001, product type: accessory. Product ID: 3387s-40, lot# v052172, product type: lead. (B)(4).